Manufacturer narrative:
The main board was received into the carefusion failure analysis lab for evaluation. The main board was installed in known good unit, powered on and the reported xdcr issue was not duplicated. However the failure analysis lab did find an open 100k ohm resistor that could cause a vent inop condition.

Event description:
The following description of the event was documented by carefusion tech support in response to info provided by a foreign distributor in (B)(4). Distributor is requesting warranty on main pcba for the noted unit due to xdcr fault during pre-use which was isolated to xdcr issue.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the evaluation of the device is a summary of the info provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 01/14/2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a f/u medwatch report will be submitted.